Event description:
Based on the data provided by the field, electrical issues ( ventricular failure to capture, non-physiological signal on egm a) are detected since (B)(6) /2021.

Manufacturer narrative:
Devices history reports (DHR) analysis show that the leads related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Almost all the episodes recorded in the device memory since 2022 showed oversensing, non-physiological signals (noise/artifacts) on ventricular channel. The origin of these non-physiological signals and noise/artifacts are unknown. Based on available data the issue could be located at lead(s) level but cannot be confirmed with certainty. The connection issue may be excluded since the device is implanted for more than 3 years. Low ventricular and atrial impedance values were recorded by the device (the dots on the curves: =<200 ohms), which could indicate potential issues on the ventricular and atrial leads level. However, as no information if the impacted leads (atrial and ventricular leads) were explanted and/or whether they are or not available for return, it is impossible to conclusively confirm/identify the reported issue. If the leads still implanted, a careful monitoring of the ventricular and atrial leads integrity should be performed to ensure the adequate sensing and pacing functionality (refer to the recommendations below). This case is retained and utilized for trending purposes. For more details, please refer to the enclosed report analysis.

Event description:
Based on the data provided by the field, electrical issues ( ventricular failure to capture, non-physiological signal on egm a) are detected since 11/01/2021.